Event description:
(B)(6) reports pt in hospital for a j-tube (jejunostomy tube) replacement. Date of admission and expected length of stay not provided. No additional information or details available. IV remodulin pt using cadd solis.